Event description:
Itr was reported that the sticker on the probe cover that exposes the adhesive is very tough to pull off and either removes the adhesive with the sticker or ends up ripping a hole in the probe cover. No patient injury, infections or complications were reported.